Event description:
Tube placement attempted without success. When removed metal tip missing. 2 pieces removed by bronchoscopy. 4 pieces unretrievable in lungs. Pt. Intubated 2nd to respiratory distress 2nd to foreign bodies.